Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event was unable to be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. There has been no allegation of a product malfunction contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with bioprosthetic valves in the tricuspid position and pulmonary position (subject device), implanted for 3 years and 10 months, underwent a double valve-in-valve procedure due to tricuspid and pulmonary stenosis. A 9600tfx 29 mm and a 9600tfx 23 mm transcatheter valve were implanted, respectively. The procedure was complicated by ruptured artery in the distal right pulmonary vasculature, which was coiled with resolution of extravasation. Also, chest tube was placed for right-sided pneumothorax. The patient was then transferred to the ICU on no inotropic or vasopressor support and with mechanical ventilation, in critical but stable condition. Echo on pod #3 showed normal function of the tricuspid and pulmonary valves. The patient was discharged home on pod #5. This (B)(6) male patient has a history of hypertension, carcinoid tumor with liver metastasis s/p resection ((B)(6) 2014) and tricuspid and pulmonic valves involvement s/p tvr, pvr and pfo closure ((B)(6) 2014).